Event description:
It was reported that the patient underwent a minimally invasive posterior spinal surgical procedure. It was reported that the extender detached from the l5 right screw during set screw break off. No patient complications were reported.

Manufacturer narrative:
Additional info: visual and optical examination of complaint return instrument did not identify material issue, with respect to crack or fracture. Witness marks noted on two of the four mas head engagement pins. No issues with opening or closing the instrument multiple times with and without sample mas. Functional evaluation with a sample mas at maximum angulation was unable to manually induce release of the implant. Unable to replicate customer concern; after visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. The instrument appears to be capable of performing its intended function.

Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.